Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding a patient who was receiving 2000mcg/ml baclofen at the minimum dose per day via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported that a critical alarm was heard and confirmed by telemetry. The pump logs were checked and it was reported that a low battery reset, and pump reset occurred. It was reported the patient experienced increased spasticity. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and a business partner. It was reported that the patient had passed away, and that the passing was not due to the manufacturer's device/therapy, but instead due to sepsis. It was reported the patient started intrathecal gablofen therapy in (B)(6) 2004. It was reported that the increased spasticity started on (B)(6) 2017 at which time the patient was admitted to the hospital for poor sleep and a beeping baclofen pump and it was found the patient had sepsis. The patient was discharged on (B)(6) 2017 due to passing away. The patient's medical history included a anoxic brain injury due to smoke inhalation during a fire. The patient was a 6 foot tall caucasian male who weight (B)(6). The patient had comorbid conditions of aspiration, sepsis, staph urinary tract infection, and quadriplegia. The patient's pump was interrogated in the hospital and was found to be nonfunctional. Urinalysis revealed positive nitrites, suspect for urinary tract infection. It was reported that the patient was felt to be septic and admitted, aggressively hydrated, placed on intravenous rocephin. The patient was taking acetominophen, clonazepam, and trazodone as concomitant medications. As per the patient's neurologist, the patient should be on baclofen 20 mg, but the patient's baclofen pumps is not functioning and neurosurgery was asked to see the patient. It was reported that neurosurgery would replace the patient's pump when the infection was adequately treated. It was reported that the next day, the patient was seen to have some agitation overnight. The patient's mother felt that the patient was more comfortable sitting in their wheelchair and had not been in their wheelchair for about 24 hours and also that the patient had poor sleep. It was reported that a soma bed then was ordered for the patient. The patient was given some anxiolytics and then was seen by therapy and put into their wheelchair; the patient then remained calm. The nursing staff reported about ten hours later apparently mother was at the patient's bedside and stated that the patient was sleeping and snoring with intermittent pauses and then the mother noted that the patient had some apnea with regurgitation of dark material. The nursing staff was called, the patient was found to be pulseless and not breathing and hence a code was called. Code was commenced about 21:24 and went on for about 36 minutes but the patient remained in asystole and did not regain their pulse and at 2200, was pronounced dead. No further complications were anticipated/reported.